Manufacturer narrative:
An evaluation of the custom manufactured instrument found that the tip to shaft weld appeared to be brittle possibly due to improper annealing. Complete details attached in summary report.

Event description:
The distal tip of a custom 14mm implant trial fractured and became separated from the instrument during a glif surgical case on (B)(6) 2013. The detached section became wedged between the l4 and l5 vertebral bodies. Surgery was extended approximately 45 minutes in order to attach a slap hammer and remove the trial tip from the patient.